Manufacturer narrative:
The customer contact informed ge healthcare that the hospital does not have the patient information for the reported event. Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the unit stopped ventilating and displayed a "patient disconnect" message. The patient was reportedly bagged manually and switched to another machine to complete the case. There was no reported patient injury.

Manufacturer narrative:
The investigation by ge healthcare has been completed, this response for "device evaluated by manufacturer" was changed from "no" to "yes". The date of device manufacture is unknown. A ge healthcare service representative performed a checkout of the equipment and a review of the data logs. The complaint could not be duplicated but the data logs did confirm a disconnect error message. The o2 sensor was replaced, and the unit was returned to service. No further action is required.